Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital due to heart failure symptoms. The patient was experiencing some rv issues. The patient was discharged 7 days later.

Manufacturer narrative:
Device evaluation: a specific cause for the patent's heart failure symptoms could not be determined through this evaluation. The manufacturer received information that patient es was transitioned to another manufacturer's device. The lvad, serial number (B)(4), was not returned to thoratec for analysis. A review of the device history record revealed that the device met applicable specifications. Thoratec¿s approved labeling lists right heart failure as an adverse event that may be associated with the use of the left ventricular assist system. No corrective action is recommended at this time. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.